Manufacturer narrative:
Date of event and explant date were not provided. When the requested information becomes available, a supplementary report will be submitted. (B)(4).

Event description:
Per (B)(4), during clinical procedure, implant placed and unable to remove screw.